Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a female patient who presented to the emergency department for significant pain with swallowing after having a capsule placement 1 week ago. X-ray confirmed the capsule remained present in the esophagus but showed no evidence of perforation. The patient did not have a listed nickel allergy and the ER tried topical measures include sucralfate without relief. She was planned to undergo endoscopy tomorrow for removal of the capsule due to symptoms.